Manufacturer narrative:
Device not received by manufacturer. No product was returned. The investigation determined the most probable cause to be the downstream occlusion sensor, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that during use, the device exhibited an alarm for no disposable. The pump would not run after five no disposable alarms during treatment. The patient had been able to troubleshoot two other instances and resolve the alarm. Troubleshooting was performed but the alarm persisted and the device was powered off. Reservoir volume 19.2ml; rate 0.7ml/hr; 30.95ml given. Per the reporter, there were no adverse patient effects.